Manufacturer narrative:
Analysis and results: there are previous complaints of the same code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.57 kgf in average and 0.33 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) final conclusion: taking into account that there are several previous complaints of the same code-batch for the same issue, we conclude that the complaint is confirmed by evidence of the failure in the previous samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not attached to the thread inside the package. There is no patient involvement.